Event description:
It was reported by the abbott technical support that the patient presented remotely via merlin. Net transmissions. Upon review of the electrocardiograms (egm), the patient's right atrial (ra) lead was noted to exhibit noise over-sensing resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed and no patient consequences was reported.